Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (freeflo stent graft implanted within another freeflo stent graft) review of returned pre-implant cta's and 3d film report confirmed that the patient had a 59mm diameter calcified taa just distal to the lsa. The proximal seal diameter, from the lcca to the taa, ranged from 42-39-43mm, and was 24mm in length. The distal seal diameter, 150mm from the lcca, ranged from 43-41mm over a 20mm length. The distal seal diameter, 200mm from the lcca, ranged from 38-37mm over a 20mm length. The patient was also noted to have an aneurysmal left internal iliac artery; 3cm in diameter. The descending thoracic aorta was moderately angulated. The abdominal aorta was extensively calcified and the infrarenal neck had 2 - 90deg angulations. Review of cta' s just prior to implant showed similar findings to the previous study. Review of cta's 3 weeks post-implant revealed that 2 valiant stent grafts were implanted in the patient. The proximal device was positioned just distal to the lcca, covering the lsa which had been coiled, and extended distally over the arch. The distal device extended approximately 3 stent rings (7-8cm) from the proximal device. The devices had approximately 8cm of fabric overlap. The proximal stent graft proximal od measured 40mm and the distal stent graft distal od was 38mm. Contrast was seen outside the proximal stent graft along the inner curvature, near the location of the overlapping bare spring of the distal device which was implanted within the fabric of the proximal device. The max diameter taa measured 5.7cm. The stent grafts were patent and no other issues were observed. The exact cause/type of the endoleak could not be determined from the images provided. Films during implant were not available for review. This may be a type iii fabric endoleak. It is uncertain if fabric wear from the bare springs of the distally implanted device (near the location of the observed endoleak) placed within the proximal stent graft may have contributed. There appears to be adequate device overlap; a type iii separation appears less likely.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 59 mm in diameter thoracic aortic aneurysm. It was reported that the initial case was successful with no presence of an endoleak. The follow up CT revealed a type iii endoleak, sub-type unknown. The patient will continue to be monitored. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional film review was performed as follows: there is a probable type iii fabric endoleak from the proximal device. The free flo stent graft was implanted distally. The endoleak is located near distal stent graft¿s free flo stent; potential for fabric abrasion against free flo stent. The endoleak is near a large piece of calcium deposit; potential for fabric abrasion against calcium deposit. Possible type 1a endoleak though no clear leak path could be observed. There is no evidence of stent breakage.